Event description:
The customer reported that the pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level as the customer declined to provide this information. The customer was instructed to ensure the pump was not plugged into a power source and try resetting it, but it still did not turn on. Technical support advised using a known working charger, but the issue persisted, and a replacement pump was arranged. The customer will use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Instructions were given to return the faulty pump within ten days.